Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced difficulty operating the device and was attempting to activate the device. The physician deactivated the device due to the patient not having the hand strength to work the aus and to allow the swelling around the pump to resolve. The patient has not had any problems with a previous urinary device and does not wish to follow up with the physician again. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.